Manufacturer narrative:
(B)(4).  The customer, a biomedical engineer, evaluated their device and verified the reported issue.  Physio-control provided the biomedical engineer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using dc (battery) power.   There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that they sent their device to a third party service agency for repair. The third party service agency repaired the device and returned it to the customer for use. The customer was unable to confirm what repairs were completed to the device; however, the biomedical engineer advised that he confirmed proper device operation prior to placing the device back in to service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.